Event description:
It was reported that the ventilator had an alarm indicating 'check vent: unit reboot'. Reportedly, after the screen blacked out, the unit rebooted then had a 'check vent alarm'. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6_.

Manufacturer narrative:
The manufacturer¿s international service technician inspected the device and could not duplicate the reported issue. The ventilator diagnostic logs were reviewed and an error code indicating check vent: ventilator restarted due to anomalies detected during operation. The unit was checked overall, run-in tested, cleaned, and functionally tested, and no abnormality was confirmed.